Manufacturer narrative:
This event occurred in (B)(6). The customer stated internal qc had been run prior to and after the result in question with passing results. The meter and test strips were requested for investigation, however, the customer has no strips left to return.

Event description:
The initial reporter complained of discrepant high roche cardiac poc troponin t results for 1 patient tested on a cobas h232 meter compared to a cobas e 801 module. The result from the h232 meter at 8:40 a.m. Was 714 ng/l. The patient was admitted to the hospital based on the high result from the h232 meter. The patient was not treated based on the meter result and no treatment was changed or withheld based on the meter result. The result from the e801 module at 4:35 p.m. Was < 30 ng/l. The result from the laboratory was more consistent with the patient's clinical picture. The h232 meter serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
The customer returned the meter. The test strips were not returned. Relevant retention material roche cardiac poc troponin t of lot 36429210 was measured on cobas h232 from the customer and on qualified cobas h232 with: three negative blood samples and one spiked blood sample (c=700 ng/l), in comparison to the master lot #35101880. Each blood sample n two test strips with relevant retention material on cobas h232 from the customer and each blood sample n=three strips with relevant retention material and master lot on qualified cobas h232. Mean of the measurements with relevant retention material #36429210 on cobas h232 from the customer: first negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=700 ng/l): 698 ng/l. Mean of the measurements with relevant retention material # 36429210 on qualified cobas h232: first negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=700 ng/l): 682 ng/l. Mean of the measurements with master lot # 35101880 on qualified cobas h232: first negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=700 ng/l): 684 ng/l. Relevant retention material roche cardiac poc troponin t of lot #36429210 was measured on qualified cobas h232 with: three negative blood samples and one spiked blood sample (c=700 ng/l), in comparison with the master lot # 35101880, each blood sample n=three test strips with each lot. Mean of the measurements with relevant retention material# 36429210 on qualified cobas h232: first negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=700 ng/l): 734 ng/l, mean of the measurements with master lot on qualified cobas h232. First negative blood sample: <40 ng/l, second negative blood sample: <40 ng/l, third negative blood sample: <40 ng/l, spiked blood sample (c=700 ng/l): 737 ng/l. The results of the measurements with relevant retention material on cobas h232 from the customer and on qualified cobas h232 fulfill our requirements. The measurements results with relevant retention materials and qualified cobas h232 fulfill our requirements. The investigation did not identify a product problem. The cause of the event could not be determined.